Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging language incorrect. The meter language was set to spanish. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.